Event description:
It was reported by an attorney that the patient "experienced sudden, unusual sensations which were eventually described to him by his cardiologist as having been caused by a 'mis-fires' or 'miss-calls' of the defibrillator than currently inserted into his body. In 2006 [patient] received medical attention connected with the disabling, removal and treatment of complications related to the implantable cardioverter defibrillator." No specific details on alleged complications was received, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : trueisprintimplantable tachy lead, it was reported by an attorney that the patient "experienced sudden, unusual sensations which were eventually described to him by his cardiologist as having been caused by a 'mis-fires' or 'miss-calls' of the defibrillator than currently inserted into his body. In 2006 [patient] received medical attention connected with the disabling, removal and treatment of complications related to the implantable cardioverter defibrillator." No specific details on alleged complications was received, and no further patient complications have been reported as a result of this event. No conclusion can be drawn; shock, inappropriate.